Event description:
It was reported that, "the patient underwent PICC puncture due to maintenance chemotherapy for malignant tumor. During the process, it was found that the puncture needle was missing in the peripheral catheterized central venous catheter, so the equipment department was contacted to replace the new package to complete the treatment, which greatly increased the risk and delayed the golden time for rescue".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.